Event description:
It was reported that patient's previous right spectra penile prosthesis (spp) cylinder was replaced due to patient dissatisfaction. The cylinder did not work well. A new 16cmx12mm spp cylinder was implanted. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.